Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced , zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 l on (B)(6) 2008.

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on january 07, 2016. It has now been reported, that the patient is pursuing a product liability claim. It has also been reported, that a revision surgery was sceduled for (B)(6) 2016 due to pain, fluid accumulation and elevated ion levels. We haven't received any information, wether the revision surgery was performed or not.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2008. Currently, the patient is being monitored due to pain, fluid collection and high metal ion levels. This is a bilateral claim. Left side case: (B)(4).

Manufacturer narrative:
This case was reopened on april 28, 2016 to enter additional information which was received on april 22, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was revised on (B)(6) 2015 due to pain, fluid collection and high metal ion levels.